Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Blood glucose level at the time of hospitalization was 200 mg/dl. Customer reported that she was treated for a stomach bug prior to the hospitalization. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.